Event description:
A malfunction alarm with code malf 1 was reported, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.